Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed no capture at max output on the right ventricular (rv) lead. X-ray was performed and revealed rv lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.